Event description:
The customer reported that the insulin pump had a frozen display and unresponsive buttons. The blood glucose reading was 103mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with button error alarm and no act button response due to corroded keypad traces. No frozen screen anomaly noted. The insulin pump had missing end cap.